Event description:
Caller reported test results of hi and 277 mg/dl on the freestyle meter. Caller's spouse showed symptoms of hypoglycemia and caller rushed pt to the hospital. Hospital administered oral glucophage 1000.